Event description:
It was reported that the patient received an inappropriate shock due to the discriminator not withholding therapy. Programming changes were made. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).